Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No additional patient information available.

Event description:
The customer generated false positive architect total b-hcg results for one patient. The following data was provided: sid (B)(6) initial 1245miu/ml, retest <1.2miu/ml no impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for reagent lot number 13443ui01. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect total b-hcg assay for lot 13443ui01 was identified.